Manufacturer narrative:
Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, the cause of the bleeding cannot be confirmed; however, the preclose/pledgets should have been placed wider, as the sheath probably tore the tissue/sutures upon insertion and manipulation during the procedure. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Method: no testing methods performed; result: no results avalilable since no evaluation performed; conclusion: known inherent risk of procedure; human factors.

Event description:
One day post transapical tavr procedure the left ventricle could not be stabilized and the patient died. As reported, during a transapical procedure a 23mm sapien xt valve was implanted 60:40 aortic/ventricular without complication. A post deployment tee revealed an excellent result, with zero/trace paravalvular (pvl) or central aortic insufficiency (ai) noted. The patient was then paced at 180 bpm while removing the sheath. Bleeding was noted and the patient was paced again immediately at 180 bpm and the second pre close suture was attempted. The patient was actively bleeding and a cell saver was utilized to contain the patient's blood. Multiple sutures were placed in the apex and the bleeding was controlled without going on pump after approximately 10 -15 min. Blood loss was returned to the patient via cell saver. A chest tube was placed and the mini sternotomy was closed in the usual and sterile fashion. The patient was transferred for post management care in stable condition for eventual planned extubation. One day post procedure, the patient expired due to bleeding/hemorrhaging assumed from the left ventricle. There was no indication that the patient was on chronic steroid therapy. Per report, post procedure discussion the surgeon stated that he should have placed the preclose/pledgets wider, as the sheath probably tore the tissue/sutures upon insertion and manipulation during the procedure.